Event description:
An angiodynamics clinical specialist reported an issue with a 29cm solero applicator, that occurred during a laparoscopic liver ablation procedure. The patient's liver was noted to appear "distressed" and "fatty," prompting one liver biopsy and 2 tumor biopsies to be performed. The applicator was successfully tested at 140w for 20 seconds. The doctor placed the applicator laparoscopically by hand and performed five ablations, at 140w for 2 minutes each. The applicator was removed and inspected after each ablation, with no difficulty. During the last ablation, a "high reflective energy" error message displayed on the generator; the error was cleared and the probe was repositioned slightly, and the ablation cycle was restarted but the error persisted. The tumor was ablated in the same general area. At this time, the applicator was removed from the patient and it was noted that the distal tip cleanly detached from the device and remained in the patient's tumor. The doctor made the decision to remove the tip and did so by dissection the tumor. The procedure was completed, and the patient did not experience any adverse effects or harm as a result of the procedure or dissection.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of probe tip detached and high reflected power message cannot be confirmed, no complaint sample was returned or pictures of probe tip and high reflected power message was provided. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).